Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he/she experienced symptoms described as erythema, swelling, and a blister at the sensor site. Customer had contact with a dermatologist who provided an unspecified ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection was performed on sensor plug which was seated correctly. Visual inspection was performed on the sensor plug assembly nothing observed. All three contacts installed properly and are free from debris. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he/she experienced symptoms described as erythema, swelling, and a blister at the sensor site. Customer had contact with a dermatologist who provided an unspecified ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.